Event description:
A biomedical engineer reported there was no vacuum available and the footswitch and handpiece would not respond during a procedure. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the sys and could not duplicate the problems reported. The sys was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).